Event description:
Introducer sheath had been inserted and placed into the radial artery. When removing the device from the pt's arm, the hub separated from the sheath. The positioning of the sheath in the arm was such that the indwelling sheath had to be removed with forceps.